Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a female patient who had essure (batch no. 663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("post_implant pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s)). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, psychological trauma, pregnancy with contraceptive device and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a female patient who had essure (batch no. 663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("post_implant pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, psychological trauma, pregnancy with contraceptive device and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become valid with incident. Event pelvic pain female abnormal bleeding psych injury, weight gain migration post implant pregnancy bladder problems urinary problems bladder infection uti vaginal discharge vaginal infection added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.